Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on ( B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was deemed inoperable. In turn, surgical intervention may occur later to address the issue.